Event description:
At 6 years and 10 months from the primary, the patient came in reporting pain due to a loose tibia. The surgeon revised the tibia, femur and insert and implanted a revision tibia with a stem and a revision femur with a stem as well as a semiconstrained insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13-jul-2023: lot 162178: (B)(4) items manufactured and released on 22-jun-2016. Expiration date: 2021-05-24. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.